Event description:
It was reported the pt experienced burning at the ins site. When the device is turned off, the burning sensation diminishes and goes away. Then the device is turned back on, it gradually increases. Troubleshooting indicated when electrodes 0-7 were turned off, the sensation was still present. When electrodes 8-15 were turned, the sensation went away. The pt was to undergo reprogramming to attempt to program around the problem. Pt outcome was unk at the time of this report. Additional info has been requested.